Event description:
The manufacturer rec'd info alleging the device's display was blank. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at a third party service center, the display screen was found to be blank. The device's lcd display, system board and lcd to system board cable were replaced to address the issue.